Event description:
Inari thrombectomy device use to remove tumor thrombus extending from the right hepatic vein into the right atrium. Intra-procedurally the patient showered tumor thrombus into the entire pulmonary circulation, with immediate cardiovascular collapse resulting in sustained hypoxia, hypotension and multi system organ failure. The patient was doing well prior to the procedure. This is directly a result of poor judgement in use of the device and the device should not be used in this situation. Death at (B)(6) from inari thrombectomy device.